Event description:
Ous MDR - per report, this pacemaker was explanted after 21 months due to an infection. It was not returned for analysis.

Manufacturer narrative:
Ous MDR - the pacemaker was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed completion of the sterilization process.